Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 50 mg/dl and a blood glucose level of 85 mg/dl. The customer stated that the insulin pump went into threshold suspend a second time with a sensor glucose level of 40 mg/dl and a blood glucose level of 180 mg/dl. The customer also reported receiving change sensor alerts and calibration errors. The product will not be replaced and the customer will not return the device for analysis.